Event description:
Inbound. Patient reports no disposable alarm with new cassette placement, reports the cassette looks different and the tubing coming out of the cassette is smashed. Patient has attempted to flatten. Assisted with further troubleshooting without success. New cartridge placed. Running well without alarm. No further assist. No further details provided.